Event description:
Affiliate reported that the valve pressure changed on its own and needed to be replaced. The dates of implant and replacement are unknown. After the product was removed from the patient's body, it was found that the silicone housing was damaged.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.